Event description:
Related manufacturer report number 1627487-2022-03125. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had migrated out of the foramen and the other lead was showing high impedances. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.